Event description:
It was reported that the lv (left ventricular) lead was unable to capture and that it had moved slightly back from the original implant position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2009; 5076-45 implantable pacing lead, (B)(6) 2009. (B)(4).